Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and experienced diaphragmatic stimulation due to left ventricular (lv) pacing. Every lv lead configuration caused diaphragmatic stimulation. Programming changes were made to deactivate the lead. The patient was in stable condition.